Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt received a pump exchange due to infection. No further information was provided.

Manufacturer narrative:
The MFR is attempting to acquire additional information from the hospital regarding the event and the product disposition. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.

Manufacturer narrative:
Based on the information available and due to the device not being available for analysis, a correlation between the device and the reported event could not be determined. Although no conclusion could be drawn as to the root cause of the reported event, infection is listed in the device's approved labeling as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient had been admitted at another hospital due to a chronic driveline infection. During that admission, the patient was treated for pseudomonas with vancomycin and ceftazidime. The patient was then transferred to the implanting center and a pump exchange was performed. The explanted pump was not available to be returned to the manufacturer for evaluation.